Event description:
It was reported that post implant upon interrogation, the implantable cardiac monitor exhibited an error message. After a device firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.